Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The associated system controller event log files were reviewed, and relevant timestamps spanned approximately 1 day (11:43:03 on 30jun2025 to 08:08:57 on 01jul2025). At 04:24:51 on (B)(6) 2025, a driveline power fault alarm activated, associated with a power a broken fault due to the current on the power a line dropping below the acceptable threshold. This alarm resolved as the driveline was disconnected at 08:07:02 on (B)(6) 2025, and the controller was shut down at 08:08:57. The pump maintained a speed within the expected range while the driveline was connected. The returned modular cable, lot number: 8933863, was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested, and the modular cable did not pass. The outer jacket and underlying layers were removed for inspection of the underlying wires, and a breach in the insulation of the power a (brown) wire was found. The conductor exposed within the breaches was damaged but remained electrically intact. Additional information stated that there have been no issues since the system controller and modular cable exchange. Although the reported event was unable to be reproduced, the root cause was determined to be due to damage to the power a wire. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 8933863, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review due to active driveline power fault alarms. The log captured driveline power fault alarms that began at 4:24 am on (B)(6) 2025. It was advised that the system controller and modular cable be exchanged. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. The system controller and modular cable were exchanged which had resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.